Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with post laminectomy syndrome with pars fractures bilaterally at l5, spondyl olisthesis at l4-l5, lumbar stenosis with radiculopathy and underwent the following procedures: revision of bilateral laminotomy at l4-l5 and l5-s1, posterior spinal fusion l4 through s1, pedicle screw and rod instrumentation, correction of spondylolisthesis, posterior lumbar interbody fusion with peek interbody cages at l4-l5 and l5-s1. Case done the assistance of fluoroscopy. As per op-notes" peek cage with bmp sponge was impacted across l4-l5 and l5-s1 disc spaces. The remaining disc space was filled bone graft reconstituted with bone marrow harvested earlier. The patient tolerated the procedure well. No complications were reported."

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient developed significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.